Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. A longevity calculation was performed using available programmed settings and usage data. The calculations showed the battery depletion was normal. The monthly battery voltage trend was reviewed and no anomalies were found. The field reported that the device reached eri after 2 years, when the longevity estimate was 3.5 years. Excessive charging was seen on (B)(6) 2017 and a sharp drop was also seen during that time in the monthly battery trend. In (B)(6) 2017, the battery voltage was at midlife, causing the programmer to overestimate the longevity. The reported event of premature battery depletion was not confirmed; however, a programmer overestimation was found. Small fluctuation in the battery voltage can be observed near the end of the midlife period which may reuslt in the programmer's longevity estimate being longer than expected when compared to estimates from previous and subsequent device checks.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, an elective replacement indicator (eri) was displayed on the device. The physician alleges premature battery depletion. The device was explanted and replaced. The patient was stable and will continue to be monitored.